Event description:
A patient reported that ever since patient bought their fasttake meter in january 2002, patient had been noticing a 'y' on the display of the meter with the readings. Patient did not have any symptoms. There was no medical intervention or treatment given. Patient was on a set amount of oral medications and also on a strict diet. Three months later patient went to the hospital for a general examination. Patient was advised to increase one of their oral medications so that "patient could have a more acceptable diet." In september 2002, patient saw the 'y' on the display again. Patient had kept on using the meter without knowing exactly what kind of numbers were shown on the display. Patient was guessing their blood glucose readings when it wasn't really clear. No further information has been reported.